Event description:
During a clipping procedure for polyps in the stomach, the user selected a cook instinct endoscopic hemoclip. The physician closed the clip on the tissue site and the clip would not release from the deployment device. The clip was not able to be reopened for removal. The closed clip was pulled off the tissue site. The physician used another clip successfully to finished the originally planned procedure. There was no harm to the patient. A section of the device did not remain inside the patient¿s body. The pt did not require any add¿l procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The device was received with the clip in the closed position. However, it was not possible to open the clip. The clip was gently pulled open using pliers. Once the clip was open, the hook of the drive wire could not be seen in the jaw slots indicating that the hook had been pulled out of the driver. As a result of this configuration, the component attachment was the only component securing the clip to the deployment device. The clip was gently pulled off of the deployment device with an expected amount of force and the component attachment freely retracted into the assembly. Close inspection of the component attachment revealed a small dimple on the outer diameter. It is remotely possible that the tip of the hook may have become wedged between the outer diameter of the component attachment and the inner diameter of the clip housing. An inspection of the hook at the distal end of the drive wire show no evidence of excessive force. No other anomalies were noted that could have caused or contributed to this observation was observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrence of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor to complaint trends.